Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 11, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on january 04, 2022.

Manufacturer narrative:
This report is submitted on november 18, 2021.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device and subsequently, became non-stimulable to sound. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Explant is planned but has not taken place at the time of this report.